Event description:
This ra lead was implanted on (B)(6) 2004. It was noted that this lead had impedance issue. The physician was dr. (B)(6) at (B)(6) cardiology associates in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).